Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ volista standop. As it was stated during the maintenance of the device it has been found that one of fastening screws of the cover of the spring arm was missing. No further information has been provided, however we decided to report this case based on potential and in abundance of caution as missing screw could led to cover detachment and further to serious injury. It was established that when the event occurred, the surgical light did not meet its specification since a screw was missing, and it contributed to the reported situation. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. Despite a relatively large base of installed products used continuously there appears to be only a very low ratio of this type of event with a stable baseline occurrence rate. The root cause found to be most probable is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 24th of august 2020 getinge became aware of an issue with one of our surgical light ¿ volista standop. As it was stated during the maintenance of the device it has been found that one of fastening screws of the cover of the spring arm was missing. No further information has been provided, however we decided to report this case based on potential and in abundance of caution as missing screw could led to cover detachment and further to serious injury. Manufacturer's reference number (B)(4).